Event description:
It was reported that the compressor could not be turned on. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported compressor was investigated at the hospital by our field service engineer. One of the fuses was found blown in the mains inlet. The mains inlet and the fuses were replaced, after a successful functional check the compressor was returned back to service. Further investigation has not been performed, but earlier investigations determined that the cause of the blown fuse could be one, or a combination of, the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse, affecting the contact between the fuse and fuse holder. (B)(4).